Event description:
It was reported that while using the bd facslyric¿ that there was carryover involving patient samples. The following information was provided by the initial reporter: per tsr: since the sip was not aspirating wash from the stinger and just back dripping, I asked if adjacent samples were contaminated from carry over. The customer said yes but they realized this was happening and stopped using the instrument. No data was analyzed or released. I asked if they were patient samples and the customer said yes but they had plenty of sample to retain and run on another instrument. This was a pre-clinical study. Instrument is giving multiple" vacuum is out of range" errors while acquiring samples.

Manufacturer narrative:
H.6: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument us, part # 662878, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding sample contamination due to sip (sample injection probe) back drip that occurred on (B)(6) 2023. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 662878. Date range from (B)(6) 2022 to date (B)(6) 2023. ¿ manufacturing device history record (DHR) review: DHR part # 662878, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Instrument date of manufacture: 20jun2019 ¿ complaint history review: there are 2 complaints related to the issue of carryover (filtered using as reported code 1: ¿contamination ¿ carry over¿) for part # 662878; pr #(B)(4), and this one, (B)(4). Date range from (B)(6) 2022 to date (B)(6) 2023. ¿ returned sample analysis: a return sample was not requested for evaluation because the replaced part is not returnable and was discarded. ¿ service history review: review of related work order #: (B)(4); case #: (B)(4) install date: (B)(6) 2019 defective part number(s): 657451 - cable diff pressure sensor work order notes: o subject / reported: email form submission: instrument is giving multiple" vacuum is out of range" errors while acquiring samples. O problem description: (B)(6) 2023 11:28a.m. Pst: talked with (B)(6). She says the vacuum error message is returning more frequently, message from software and the front panel light flashes yellow. She tried performing daily cleans with 10% bleach with no improvement. She didn't want to do another monthly clean to see if this resolves the vacuum error since they run pre-clinical patient samples on this instrument and need it to be reliable. She also says the sit wash doesn¿t capture the wash fluid from the sip and now back drips where it contaminates samples. She wants the instrument to be reliable with no vacuum error issues or sip back dripping contaminating adjacent samples. O work performed: o action taken: readjust the blue_red_violet to match the measured output. O procedures: bd facs lyric flow cytometer service manual o outcome: repair complete o parts used: #657451 - cable diff pressure sensor o cause: 657451 - cable diff pressure sensor giving false readings o solution: instrument is testing without errors and released to customer for normal use. Instrument is fully operational. O part(s) replaced: 657451 - cable diff pressure sensor ¿ labeling / packaging review: n/a ¿ risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o hazard ID #: (B)(6) o hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O residual probability: 1 o residual severity: 3 o residual risk index: 3 o hazard ID #: (B)(6) hazard: exposure to biological sample. O cause: back drip from injection port. O harmful effects: wrong results by cross contamination o residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation results, the potential cause was determined to be a deteriorated differential pressure sensor cable. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause was determined to be a deteriorated differential pressure sensor cable. In response to the customer reporting vacuum error messages as well as a dripping sip (sample injection probe) on the instrument, an fse (field service engineer) went onsite and confirmed the issue. The fse performed calibration and repairs per the service manual and determined that the differential pressure sensor was providing false readings resulting in vacuum error messages as well as sip back drip. The fse replaced the sensor (part # 657451 - cable diff pressure sensor) and re-tested the instrument, after which it was found to be functioning per bd specifications without any errors or dripping and was returned to the customer for use without restrictions. Although this instrument is used to run patient diagnostic tests, the carryover did not cause erroneous results on patient samples. The customer identified the carryover issue early and ran the samples on another instrument to avoid impacting patient samples. Therefore, no results were reported to clinicians or used to diagnose or treat any patients. No one was harmed or injured due to this issue. Proper daily and monthly cleaning procedures to help with troubleshooting can also be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-04 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the customer seeing back drip on the sip was determined to be a deteriorated differential pressure sensor cable. The fse confirmed the issue and replaced the sensor (part # 657451). After the repair, the instrument was tested and found to be functioning as expected with no further carryover. No one was harmed or injured, and there were no erroneous results on patient samples. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. ¿ supporting document: n/a h3 other text : see h10.

Event description:
It was reported that while using the bd facslyric¿ that there was carryover involving patient samples. The following information was provided by the initial reporter: per tsr: since the sip was not aspirating wash from the stinger and just back dripping, I asked if adjacent samples were contaminated from carry over. The customer said yes but they realized this was happening and stopped using the instrument. No data was analyzed or released. I asked if they were patient samples and the customer said yes but they had plenty of sample to retain and run on another instrument. This was a pre-clinical study. Instrument is giving multiple" vacuum is out of range" errors while acquiring samples.

Manufacturer narrative:
510(k)#: k170974, k201814. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.